Event description:
The pt reported, insulin drained into his insulin infusion device cartridge chamber when he pulled out a full insulin cartridge and the rubber plunger remained attached to the piston rod. He stated, he drained the infusion device and dried out the inside of the cartridge chamber with a cloth, but the device now continuously displays that the piston rod is retracting. The pt was advised to let the pump air dry and was assisted in changing to his backup infusion device. On follow up, the pt stated, he was unable to get the piston rod to retract and to get the device to reset. During troubleshooting, the pt was instructed to remove the battery and then reinsert it to try to clear the piston rod retracting message being continuously displayed. The pt did this twice with no success at clearing the message. On further follow up, the pt stated the device was still displaying the piston rod retracting message and that the device was unusable. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.